Manufacturer narrative:
The reported events of therapy delivered to incorrect body area, failure to capture, under-sensing, and device dislodged or dislocated were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on outer and inner helix, helix lengths were within specification. Further analysis performed found no anomalies contributing to reported event of capture or sensing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited high capture thresholds. The lp was implanted and the patient was moved to holding where the patient experienced diaphragmatic stimulation. During a follow-up check, the lp exhibited loss of capture and undersensing. Fluoroscopy revealed the lp had dislodged into the right pulmonary artery. The lp was retrieved. The patient was discharged following the procedure.